Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rotational speed was not displayed. The severely calcified target lesion was located in an unspecified coronary vessel. A rotablator console kit assy was used. During procedure, it was observed that the rotational speed was not displayed. The burr was reconnected but the issue was not resolved. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.